Manufacturer narrative:
Complaint has been evaluated and is similar to: 1644408-2022-01056; 242-01-106, s809 - trauma, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery - due to the patient fell and broke her femur.

Manufacturer narrative:
See h10, and h11. Complaint has been evaluated and is similar to report number 1644408-2022-01056; 242-01-106, s809 - trauma, s801 - device cracked/broke, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.